Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg will not turn off. It was also noted that the patient¿s lead got fractured during procedure while trying to relocate it. The patient underwent a revision procedure wherein one of the lead and ipg were replaced.

Manufacturer narrative:
Additional information was received that the lead fracture occurred during implant procedure. It was noted that nothing contributed to the lead fracture. (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient¿s ipg will not turn off. It was also noted that the patient¿s lead got fractured during procedure while trying to relocate it. The patient underwent a revision procedure wherein one of the lead and ipg were replaced.